Manufacturer narrative:
It was reported to the service center that a quick clip pro(hx-202ur) misfired during a therapeutic colonoscopy. It has been reported there was no patient injury. The device has not been returned to service center for evaluation. Therefore, the exact cause for the event cannot be determined. Based on warning statements included in the instruction manual, the following instructions were provided to prevent early deployment/misfire. "Hold the tube joint and the slider still when inserting the instrument into the endoscope. Otherwise, the clip will open or extend from the tube sheath. It may also cause the insertion portion of the instrument to extend from the distal end of the endoscope abruptly. Do not insert the instrument into the endoscope if the stopper is not attached to the tube sheath between the tube joint and control section. Otherwise, the clip will extend from the tube sheath."

Event description:
The service center was informed that a quick clip pro (hx-202ur) had misfired during a therapeutic colonoscopy procedure. The misfire occurred when the physician attempted to clip an area for a polypectomy, and upon retrieval of the clip, the spring fell out. The intended procedure was completed with a similar device, although, prolonged due to the reported event. It was reported there was no patient injury.